Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set came apart at the stopcock and leaked. There was no patient harm.

Event description:
The customer reported that while attached to the patient, the set came apart at the stopcock and leaked. There was no patient harm.

Manufacturer narrative:
Correction on initial report: event or problem.